Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the insertion tip was torn and the image was distorted. Based on the results of the investigation, it is likely the confirmed leakage of ultrasound medium was due to a torn insertion tip. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after gas sterilization, the ultrasonic probe appeared to have leaked ultrasound medium into the sterilization bag. The diagnostic endobronchial ultrasonography using a guide sheath (ebus-gs) was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that after gas sterilization, the ultrasonic probe appeared to have leaked ultrasound medium into the sterilization bag. The diagnostic endobronchial ultrasonography using a guide sheath (ebus-gs) was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.